Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the user set up the infusion and started the pca module. However, it was realized that the user forgot to prime the tubing. The customer provided feedback regarding the functionality of the pca pump. Per customer, "pca is not user friendly in general, and the programming and initial set up in particular is not intuitive. Nurse set up the infusion and pressed start and was unable to prime the tubing. Nurses state it is too easy to forget to prime the syringe on the pump because it is not in the normal programming steps and they need to remember to go into options and then scroll down to find the appropriate action. They wish that a prompt to prime was immediately available when a new syringe is installed." There was patient involvement, but no harm.

Event description:
It was reported that the user set up the infusion and started the pca module. However, it was realized that the user forgot to prime the tubing. The customer provided feedback regarding the functionality of the pca pump. Per customer, "pca is not user friendly in general, and the programming and initial set up in particular is not intuitive. Nurse set up the infusion and pressed start and was unable to prime the tubing. Nurses state it is too easy to forget to prime the syringe on the pump because it is not in the normal programming steps and they need to remember to go into options and then scroll down to find the appropriate action. They wish that a prompt to prime was immediately available when a new syringe is installed." There was patient involvement, but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. Root cause : the root cause for the reported issue that device had a use error - user forgot to prime the tubing